Event description:
Male with intracranial hemorrhage of normal weight was taken to ir for ivc filter placement. Pt was injected for a venacavagram and ivc was found to be within normal limits. A bard recovery ivc filter was placed in the infrarenal ivc area and was noted by post procedural venacavagram that the filter was in good placement. Pt remained bedridden and in the hosp until eighteen days later that a kub x-ray displayed malpositioning of the filter. Two days later, pt came to ir to have retrieval of ivc filter. Initial venacavagram demonstrated an 80 degree oblique tilt within the vessel, a 4 cm caudal migration, and several legs of the filter penetrating the wall of the venacava. A snare device was employed to aid in realigning filter for cone recovery with no success due to sidewalling of ivc head. A 5 fr simmons catheter was then deployed and looped around the filter and pulled back into better orientation for recovery, then recovered by cone recovery system. Conconmitant medical products: none, post procedural venacavagram demonstrated no serious perforation of I. Vc. Pt's condition appeared similar to preprocedural implantation.